Event description:
It was reported that the device had a no disposable alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Unique identifier (UDI) unknown. No information has been provided to date. A product sample was received for evaluation. Visual and functional testing were performed. All labels were intact. No physical damaged was found on the device. The customer reported issue could not be confirmed from the functional test. However, it could be confirmed from logs that there was a record of occurred no disposable alarm when the pump operated. Possible defective downstream sensor or cassette product could have caused the issue. No definitive root cause could be determined. Preventively, replace the downstream sensor and the upstream sensor were re-calibrated. A manufacturing device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.